Event description:
It was reported that during the implant procedure of a right ventricular leadless pacemaker (rvlp) that after one rotation of the helix the impedance did not increase. The rvlp was unscrewed and stretched helix was observed. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.